Manufacturer narrative:
Voluntary medwatch report received:mw5166879.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead was explanted due to erosion. No patient consequences was reported.